Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient took medication containing acetaminophen. Additionally, bg values were entered outside the 40-400 mg/dl range. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: never take any medications containing acetaminophen during your sensor session. Taking medications with acetaminophen (such as tylenol¿excedrin¿xtra strength, sudafed¿robitussin¿while wearing your sensor may falsely raise sensor glucose readings. Level of sensor inaccuracy depends on amount of acetaminophen active in your body and may be different for each person. Consequences: without correct readings you might miss a severe low or high blood glucose event or make a treatment decision that results in injury. Labeling indicates: never calibrate if your bg values are under 40 mg/dl or over 400 mg/dl. If bg value is outside of this range, receiver doesn't understand these values and won't calibrate. You must wait until your bg is in the range to calibrate.